Event description:
Pt, experiencing new onset aphasia and right sided weakness, went to oncologist. Physician admitted pt. MRI confirmed massive edema. Steroids administered 24-48 hours. Symptoms not resolved. Craniotomy performed to decrease mass effect. Pathology confirmed necrotic debris. Pt remained hospitalized as of 2002.